Manufacturer narrative:
(B)(4). Corrections: it was initially reported that the device would be returned for evaluation. Subsequent information indicates the device was discarded and will not be returning. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported needle to cuff miss could not be determined. The reported treatment appears to be related to procedure circumstance. There is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. The other perclose proglide device is filed under a separate medwatch manufacturer report reference number.

Event description:
Subsequent to the initial medwatch report filed, the following additional information was received: the arteriotomy site was a common femoral artery. Reportedly, two proglide devices had a cuff misses when trying to preplace sutures using a 5f sheath. Resistance was felt when the second proglide device was removed. The anterior foot of the proglide device did not fully retract into the device causing a "small rift", tissue damage, in the vessel. An 8f sheath was placed but bleeding continued and a 10f sheath was placed. The evar procedure was completed and hemostasis was achieved by cut down and suturing. There was a 30 to 45 minute delay in the procedure due to the issues with the proglide devices.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in an unspecified vessel was attempted with a proglide device, using a pre-close technique, prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the proglide device "did not work." The evar procedure was completed. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly in-training in the use of the proglide device. No additional information was provided.